Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device inspection revealed that the main coil was broken/ fractured. Information available indicated that the device was confirmed to be in good condition after unpacking and preparation. Based on the information available and analysis completed, it is probable that the main coil was damaged during the procedure triggering resistance and affecting the device performance. Therefore, an assignable cause of operational context has been assigned to this event.

Event description:
The analysis of the returned coil revealed that the main coil was found to be broken. There was no clinical consequence to the patient reported.